Event description:
Customer was riding up a grassy hill. H e stated that the unit stalled near the top. He decided to ride the unit backwards down the hill. Emc advises not to do this and it is stated in the owner's manual and on the warning label affixed to the unit. As he was rolling backwards he released the engager which triggered the brake. The braking action caused a shift in his center of gravity and he was not leaning forward to compensate (as recommended in owner's manual when travelling uphill). The unit flipped and landed on him. He rec'd several broken ribs. He was treated and released from his local hosp. He is scheduled to see his physican on 6/16/99.